Manufacturer narrative:
(B)(4).

Event description:
Guidewire broke during an anatomic acl repair procedure. Dr does not want to remove guide wire tip that has broken off into bone. Doctor was using this suretac guide wire with an ha screw. Additional information confirmed: the broken piece was not removed, it is in the tibia.